Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead was placed and then found to have high thresholds and stimulation. The physician then put a .014 guide wire into the lead to re position. The lv lead was unscrewed and pushed further into the vein. At this point the lv lead was deployed but the guide wire would not come out of the lead. Several attempts were made to remove the guide wire but were unsuccessful. The lv lead and guide wire were withdrawn together, and still the guide wire could not be removed from the lv lead. A different s shaped lead and guide wire were used successfully with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.